Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) with a clinical diagnosis of uncomfortable surges when using adaptivestim settings. On (B)(6) 2017, the patient described getting surges of stimulation in particular positions. The devices impedances were within range. Device interrogation and device data revealed the ins was not recognizing position changes with adaptivestim. Adaptivestim was reset and reprogrammed in various positions. The ins was still not recognizing the position changes. A manufacturer representative assisted with reprogramming on (B)(6) 2017. Device interrogation and device data on (B)(6) 2017 indicated that the transition time when lying on the side and turning onto the back appeared to be problematic. The battery was reoriented and adaptivestim was applied. The transition time was changed and the amplitude on the left was set lower than the previous setting. The event resolved without sequelae. The event was related to the device or therapy (specifically due to programming) and was not related to the implant procedure. Of note, the final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study (via the manufacturer representative) reported that it was unknown when the patient first experienced the uncomfortable surges. The patient was last seen in (B)(6) 2016.